Event description:
It was reported there was spline bunching and spline inversions on a catheter. When the catheter was deployed a second time there were inverted splines. The catheter was withdrawn out of the body and manually corrected; however, when the catheter was deployed inside the body for a third time there were still inverted splines. The catheter was replaced and the procedure was successfully completed. No patient complications were reported as a resuit of the event. It was noted that the patient appeared to have torturous anatomy and "more than one (B)(6) sheath came out of the groin kinked" during the access process. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5158887, mw5158888.